Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the spare lamp activates on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer replaced the main lamp, but the spare lamps kick on. Tac suggested to not use the clv-190 in spare mode as it's not adequate to run procedures. Tac didn¿t have a serial number for the unit and customer did not want to check for the serial number as the unit was currently being used. Tac advised that the issue could be lamp related or something going on with the heat sync, but customer stated that is not the case. Tac suggested to have the unit sent in for service. The customer will call back once the unit becomes free. The customer declined initiating an RMA and indicated that they will later. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.